Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol was cracked. The iol was removed and the procedure was completed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution was dried on the lens. The optic has several torn/split and cracked areas. The optic is torn/cut into two large portions, typical of a lens removal. Product history records were reviewed documentation indicated the product met release criteria. The customer indicated the use of a unspecified cartridge with a specified handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Three viscoelastics were indicated, only one is qualified for this lens when used with the qualified monarch cartridge combinations. The reported cracked lens damage was observed. The lens was also torn/cut into two pieces, typical of a removal. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if the qualified lens/cartridge and viscoelastic combination was used. The manufacturer internal reference number is: (B)(4).